Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. The battery pins were changed as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device powered off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device powered off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Evaluation of the software logs verified the reported issue of unexpected loss of power.